Manufacturer narrative:
The log file evaluation revealed that error codes have been recorded for the date of event that are in context with the described symptoms. The error codes indicate that the motor speed fell below a limit that is needed for full performance. Consequently, the device shut down automatic ventilation and posted the corresponding alarm. The motor had been replaced in follow-up of the event. Consecutive testing confirmed that the device was fully functional again after the repair. The replaced motor was subject to tests in the manufacturer's lab. It could be revealed that the motor failed to start operation at low voltages; reason was a worn commutator. The anesthesia device has been in operation for more than eight years. There are some parts of the motor that are subject to wear and tear like carbon brushes, commutator disc, ball bearings etc. It can be concluded that the device has detected end-of-life symptoms of a single component and responded to them as specified: automatic ventilation was shutdown and the user was alerted to this condition by the appropriate alarms. Manual ventilation remains possible in this state which allowed the user to completed the procedure and to prevent from consequences to the patient.

Event description:
It was reported that near the end of a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The patient was manually ventilated to complete the case and there was no patient injury reported.